Manufacturer narrative:
Exemption number e2019001. Visual analysis was performed on the returned guide wire. The reported resistance was unable to be confirmed due to the condition of the returned unit. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. Based on the information provided and analysis of the returned guide wire, the investigation determined the reported difficulties may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery with moderate calcification and moderate tortuosity. On advancement of an unspecified balloon dilatation catheter (bdc) over a high torque balance middle weight (bwm) universal ii guide wire, resistance was met and the bdc could not be advanced further or removed. The guide wire and bdc were; therefore, removed together as a single unit. Outside of the anatomy, the guide wire tip was noted to have separated. The separated portion had been simply removed with the bdc. A check x-ray confirmed nothing remained in the patient anatomy. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.